Event description:
It was reported that when the physician approached the patient's bed, the patient reported a leaky bandage and a soaked nightgown. A leak was evident when looking at the dressing. The film of the association had come off 50%. A look at the history of the device did not indicate any relevant alarms. The film dressing was completely removed during the operation. Even now the device did not give an alarm but showed "therapy in progress" on the display. The device was paused, the vac sponge changed under sterile conditions and connected to the device. After this, the problem was solved and no harm was reported.

Manufacturer narrative:
The device, used in treatment, has not been returned for evaluation. Visual inspection and functional evaluation could not be performed. We have been unable to confirm a relationship between the event and the device or identify a root cause on this occasion. A device history review has not been possible as the batch/lot number provided does not match the correct format for this product. Complaint history for the failure mode has been reviewed with similar instances have found in the previous four years. Fail to alarm. The initial report, for this failure highlights that the dressing had loosened by 50% in this circumstance the device would normally alarm to signify this event. It is possible in certain situations that the device may not alarm due to the pressure sensor readings inside the pump is still within tolerance. This situation could occur when there is misalignment or a physical blockage at the softport to dressing interface. At this time, it is deemed that no further investigation is possible, the complaint will be reviewed if the device is received and evaluated at a future date. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.